Event description:
Had port-a-cath placed in 2004. Unable to give chemotherapy through port as was non functional. Replaced about a month later.

Event description:
Add'l info rec'd from MFR 5/21/04: the incident reported in the medwatch was not traceable in MFR's complaint files and does not appear to be called in.